Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned the results for 1 patient sample tested for ise sodium electrode (na), ise potassium electrode (k) and ise chloride electrode (cl). Based on the data provided, the na and k results were erroneous and reported outside of the laboratory. The initial na result was 94 mmol/l. The initial k result was 3.67 mmol/l. These results were reported outside of the laboratory where the physician requested repeat testing. The repeat na result was 139 mmol/l. The repeat k result was 4.10 mmol/l. No adverse event occurred. The na and k electrode lot numbers were not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible root causes may be related to air in the sample channel, leakage current coming from waste, or old and/or expired reference electrodes. It was also noted that the customer used a centrifugation time of 5 minutes when this time should not be less than 10 minutes.